Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting intermittent loss of capture with increasing thresholds. It was also indicated that after interrogation, the ipg displays the elective replacement near (ern) indicator and then can not be interrogated.